Event description:
Had lasik surgery and now experience halos and starbursts around lights at night. This happened even though I was assured that my pupil size and cornea thickness were within the acceptable range to avoid these problems.